Event description:
It was reported that during a holmium laser lithotripsy procedure the initial power setting was 8hz and 0.6j, but after 5 minutes of use, the power was increased to 80hz and 0.4j (32watts), and when fired a loud noise was heard at connection point. The fiber was checked and found broken 85cm from the connector. Then debris shield was inspected but no damaged found. Procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis confirmed a fiber body break as the device was received in two pieces. Additionally, visual analysis showed that the fiber tip was degraded down to the fiber jacket. Functional testing of the fiber showed the aim beam was exiting from the fracture location. It is likely that procedural handling of the device during set-up and use contributed to the fiber break. In addition, it is likely that an anomaly occurred with the fiber connector and blast shield when the power settings were changed, which could have resulted in the loud noise that was heard.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis confirmed a fiber body break as the device was received in two pieces. Additionally, visual analysis showed that the fiber tip was degraded down to the fiber jacket. Functional testing of the fiber showed the aim beam was exiting from the fracture location. It is likely that procedural handling of the device during set-up and use contributed to the fiber break. In addition, it is likely that an anomaly occurred with the fiber connector and blast shield when the power settings were changed, which could have resulted in the loud noise that was heard.

Event description:
It was reported that during a holmium laser lithotripsy procedure the initial power setting was 8hz and 0.6j, but after 5 minutes of use, the power was increased to 80hz and 0.4j (32watts), and when fired a loud noise was heard at connection point. The fiber was checked and found broken 85cm from the connector. Then debris shield was inspected but no damaged found. Procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that during a holmium laser lithotripsy procedure the initial power setting was 8hz and 0.6j, but after 5 minutes of use, the power was increased to 80hz and 0.4j (32watts). When fired a loud noise was heard at connection point. The fiber was checked and found broken 85cm from the connector. Then debris shield was inspected but no damaged found. Procedure was completed with another fiber. There were no patient complications.